Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed system over temperature alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the fault and alarm logs for any temperature related alarms. There was nothing logged. The unit was then exercised on the test catheter and patient simulator for several hours in an attempt to duplicate the suspected technical alarm "system over temperature" or "over temperature condition detected". The issue could not be replicated. However, in the interest of patient safety, the scroll compressor and pressure/vacuum filters were all replaced as a precaution. The safety disk exceeded 6 million inflate/deflate cycles. Both the safety disk and the tidal volume disks were both replaced. The iabp passed all calibrations, functional tests and electrical safety checks to factory specifications.

Event description:
N/a.